Manufacturer narrative:
The device was explanted on (B)(6) 2020 (d7 updated). The explantation is not related to the subject of this complaint.

Event description:
On (B)(6) 2013, the defibrillation system was implanted. Reportedly, during the follow-up on (B)(6) 2019, the error message 'an invalid argument was encountered' was displayed. After that, interrogation was interrupted and it was no longer possible to interrogate the device. Preliminary analysis revealed that intermittent loss of atrial capture is suspected, which most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.

Manufacturer narrative:
Based on preliminary analysis, the error message displayed resulted from an incorrect management of data by the programmer.

Event description:
On (B)(6) 2013, the defibrillation system was implanted. Reportedly, during the follow-up on (B)(6) 2019, the error message 'an invalid argument was encountered' was displayed. After that, interrogation was interrupted and it was no longer possible to interrogate the device. Preliminary analysis revealed that intermittent loss of atrial capture is suspected, which most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
On (B)(6) 2013, the defibrillation system was implanted. Reportedly, during the follow-up on (B)(6) 2019, the error message 'an invalid argument was encountered' was displayed. After that, interrogation was interrupted and it was no longer possible to interrogate the device. Preliminary analysis revealed that intermittent loss of atrial capture is suspected, which most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.

Event description:
On (B)(6) 2013, the defibrillation system was implanted. Reportedly, during the follow-up on (B)(6) 2019, the error message 'an invalid argument was encountered' was displayed. After that, interrogation was interrupted and it was no longer possible to interrogate the device. Preliminary analysis revealed that intermittent loss of atrial capture is suspected, which most probably resulted from an atrial lead positioning issue and/or the patient¿s physiology.